Manufacturer narrative:
This is report 2 of 2 for this incident.

Event description:
Two mating parts were stuck together which caused significant delay in surgery.

Event description:
Based on additional information and product evaluation, there was mating interaction failure between the reamer head and reamer shaft which was as a result of user error.